Event description:
N/a.

Manufacturer narrative:
An event of patient-device interaction problem was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, a cause for the reported patient-device interaction problem (thrombus and pericardial effusion) could be related to anatomical circumstances, however this could not be confirmed. An unexpected medical intervention of medication required is a cascading effect of the thrombus. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a14f amplatzer torqvue 45x45 delivery sheath. The laa depth was 14mm and the amulet device sizing was done by 3d transesophageal echocardiogram (tee). On (B)(6) 2024, the patient had a scan and report noted no thrombus but the study team reached out after reviewing the images and determined thrombus was found on the device. The physician ordered another computerized tomography scan for (B)(6).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.